Manufacturer narrative:
Stryker evaluated the device and verified the magnet was missing from the device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. In compliance with regulation (EU) 2016/679 of the european parliament and of the council, stryker collects only essential and relevant patient information necessary for regulatory purposes, ensuring that no data capable of identifying a person, directly or indirectly, is gathered. Patient fields in which information is not requested or provided were intentionally left blank.

Event description:
A customer contacted stryker to report that the magnet was missing from the lid of their device. This will result in an inability of the device to detect the lid being opened or closed. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Additional information: it was determined that the cause of the issue was related to broken/damaged lid assembly. The lid was replaced to resolve the issue. Correction: section d9 of the initial medwatch report indicates: return ¿ 02/05/2025 section d9 of the initial medwatch report should indicate: return - 01/17/2025

Event description:
A customer contacted stryker to report that the magnet was missing from the lid of their device. This will result in an inability of the device to detect the lid being opened or closed. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There were no reports of patient use associated with the reported event.